Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was in bvvi mode. The device was explanted and replaced.

Manufacturer narrative:
The reported bvvi mode and no communication were confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and high current drains were observed. During testing, the current returned to normal and the device behaved normally. The root cause of the power on reset could not be determined.